Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention took place in 2023, wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. D6b: date of explant- exact date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.